Event description:
On (B)(6) 2020 extensive damage to silicone covering noted to driveline requiring rescue tape to protect it from further damage. Damage secondary to weight gain. Pt refuses repair at this time. On (B)(6) 2020 pt complaining of left power lead discharging battery within 6 hours. On (B)(6) 2020 lvad stopped working while pt at home. Pt taken to outside hospital where lvad stopped again. Pt stabilized and sent to duke. On (B)(6) 2020 emergent explant and implant performed.